Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen devices were received for evaluation; 15 events were duplicated during testing. One event was not duplicated; however the device was out of specifications. Twelve devices were found to be affected by corrosion to internal components. Three devices were found to be affected by damaged internal components. One device was found to be affected by corroded components and damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.